Event description:
It was reported the customer has been having problems and thinks it might be an issues with the insulin pump. The device had alarmed no delivery twice. Customer rewound the device, delivered a bolus, and then it alarmed no delivery again. Customer's blood glucose was 432 mg/dl, treated with manual injections. The issue was resolved with a set change and was unable to troubleshoot. Caller was advised to monitor the device and call back if issues persisted. Customer initially woke up with blood glucose at 200 mg/dl. At school customer's blood glucose was over 300 mg/dl, treated with manual injection. Ketones were 2.6. Site was changed. Troubleshooting for high blood glucose was performed. Device passed high pressure test. Cannula was not bent or occluded. Caller was advised the device was functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.